Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 133mg/dl. Troubleshooting was performed. Advised the caller to insert a new battery, but the device did not return to normal functions. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display after battery change. Problem isolated to the interface board. The electronic assembly was reassembled, but it was stack and alarmed. Problem isolated to the mother board.